Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said after they got the bladder stimulator put in on (B)(6) 2025 they had very low back pain that is constant and a 7 out of 8. Patient said they are trying a bunch of different meds and nothing is kind of cut in it. Patient is currently at the hospital. Patient mentioned that they have been already 48 hours in high pain. They already saw hcp and urologist is confident that the back pain is not related to the bladder ins or incision. Other medical professionals recommended reaching out to mdt about their spinal cord stimulator (scs), which is intended to treat back pain. The patient left a voicemail for the pain rep and was awaiting a response to discuss possible adjustments. After consulting with the scs team, the patient was advised to turn off the neurostimulator to determine if the pain is related to the stimulation. The patient was redirected to their healthcare provider for further guidance. The bladder rep reported on (B)(6) 2025 that the pt was happy with the results from the bladder stimulator. The reported back pain appeared to be the result of "transfer issues" in post-op. The pain rep was working with the pt to adjust their pain device. No device issues were reported. On (B)(6) 2025 the rep reported they were not made aware of the reported event and were not aware of any device/therapy issue. From what the rep could recall from the interaction was the pt was simply verifying settings after a surgery for another unrelated issue. No further information was provided. As of (B)(6) 2025, additional information has not been provided to clarify what was meant by "the patient was in the hospital".